Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. Device passed self test. Device received with stripped battery cap coin slot(p).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had failed motor alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarm. Customer stated that the buttons were harder to press and did not respond on first press. The insulin pump will not be returned for analysis.